Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging there was something wrong with the pump there was no allegation that the device caused or contributed to an adverse event. Animas has made multiple events to solicit additional information. This complaint is being reported because it is unknown if the reported issue affects the function of the pump.